Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted support, who provided complete pump reset information and guided the customer through the reset process. After the reset, the error code did not appear again, and the customer successfully started their sensor session.